Manufacturer narrative:
Initial awareness of this report upon completion of the device evaluation on 10-aug-2023: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Metal tip broken off.brush head wasn't staying on it was coming off in mouth - oral-b [device breakage]. Head loose - oral-b [device connection issue]. Case narrative: 75 year old male consumer via phone stated that he looked at the metal tip on his oral-b pro 3 toothbrush, model 3766, and it somehow broke off. He changed the oral-b cross action toothbrush head, noticing that it wasn't staying on and was coming off in his mouth. He also noticed that the oral-b cross action toothbrush heads were loose. No injury was reported. 10-aug-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.